Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarm. The customer's blood glucose value was 170 mg/dl at the time of the incident. Troubleshooting was done for insulin flow blocked alarm. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.